Event description:
Provider states the heat exchanger is defective. Per independent repair center statement, the unit has low 02 or a yellow light. The key failure was the sieve bed/valve being defective. The tie wraps and the sieve beds were replaced.